Manufacturer narrative:
Correction: the patient dob was incorrectly reported as (B)(6) 1973 in block a2 in follow up report #1. The correct dob is 11-jan-1973. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-dec-2024, mentor received additional information about the event: the event date is (B)(6) 2023. The patient dob is (B)(6) 1973. The patient age at time of event is 51 years old. The patient¿s race is white and ethnicity is not hispanic/latino. The explantation date is (B)(6) 2024. The patient¿s explanted breast prostheses were replaced with sientra breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-jan-2025, mentor received additional information about the event. It was previously reported that patient suffered from bilateral breast prosthesis rupture. New information received states that it was left breast prosthesis rupture only. Block b1 ¿is product problem¿ no longer applies to this report nor does h6 medical device problem code material rupture (a0412). This medwatch report is for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-feb-2025, the mentor failure analysis lab received the device for evaluation. On 14-feb-2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient suffered from bilateral rupture. However, upon explantation, it was confirmed that only the left breast implant ruptured. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant had a crease/fold on the anterior view. The instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. H6 investigation findings c22: cosmetic defect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery procedure with mentor memorygel breast implant 300cc gel breast prostheses that both ruptured post implantation. As a result, the patient underwent bilateral explantation and replacement with unspecified breast prostheses on an unknown date. This medwatch report is for the patient¿s right breast prosthesis.